Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 17.1-17.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 11.1-11.2cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.